Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat uterine prolapse, cystocele, rectocele, vaginal prolapse on approximately (B)(6) 2007 and mesh was implanted. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including excision of exposed vaginal mesh with repair on (B)(6) 2012 including but not limited to pelvic pain, extrusion, erosion of mesh into bladder, bladder cancer, dyspareunia, recurrence of prolapse, loss of consortium and other physical and emotional injuries.. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with tah, bso, marshall-marchetti-krantz procedure with mitek quick anchor plus implant, anterior and posterior repair.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder tumor.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.